Event description:
This rv lead was implanted on (B)(6)2007 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that there were 8 beats of pacing with out capture. Also, increased output to 2.6v and still able to reproduce the non-capture. They also looked at daily measurements and several spikes last (B)(6), but nothing since then. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).